Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. Technical services (ts) was consulted but was unable to confirmed the reason behind those events. The device remains in service. No adverse patient effects were reported.